Event description:
It was reported that coil migration occurred. The target area was located in the gonadal vein. Two 10mm x 30cm interlock coils were selected for use. During a varicocele case, the physician embolized the gonadal vein just to seal a collateral vein. Contrast was used to know the size of this vein and then the 10mm coils were selected to deploy and embolize the vein. The physician did not do a fluoro venogram and did not see that the extra collateral vein had a connection to the inferior vena cava. Then, unaware of this, the physician deployed the bsc coil and some non bsc coil of the same size. However, it was noted that two coils migrated into the vena cava. The physician was able to snare one of the coils out of the body, however, the other coil migrated towards the heart and was left in the patient's right atrium. After hours of trying to remove and snare the coil, they could not remove it. The patient was okay and was sent home. The patient will come back to try another attempt to remove the coil from the right atrium. No further patient complications were reported.